Event description:
Reportedly, the instrument was fired successfully, but apparently the knife blade did not cut a complete lumen. It was impossible to retract the stapler. The surgeon performed a temporary protective ileostomy, which he normally would not do. The anastomosis was opened manually to help remove the anvil.